Event description:
It was reported that an ilet displayed alert 42 indicating a motor current sense failure, the alert persisted after restart, and a replacement ilet was issued; the event was associated with elevated blood glucose. Symptoms included hyperglycemia with a reported peak of 504 mg/dl, approximately three hours above 180 mg/dl, nausea, and headache, with large ketones noted. Outcomes included the use of subcutaneous insulin via pen as back-up therapy and assistance from a school nurse; there was no hospitalization. Investigation included review of the device-reported alert, user-reported performance, and standard troubleshooting that confirmed the alert persisted post-restart. Investigation of this device revealed a device malfunction consistent with an insulin delivery motor current sensing issue in the pump mechanism, aligning with previously observed motor current sense failures. It was concluded that the cause was a device malfunction related to the motor current sensing function.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.